Event description:
It was reported that an ilet user experienced persistent high blood glucose despite approximately (B)(4) units delivered by the pump, with a confirmed fingerstick of 419 mg/dl, and troubleshooting identified that the user had been leaving the prior infusion site in place and only changing tubing, along with unannounced high-sugar intake; a full supply change using an inset was performed, and education was provided regarding proper infusion set deployment and connector attachment. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem related to improper or incorrect procedure, and involvement of the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.

Manufacturer narrative:
Initial.